Event description:
It was reported that the insufflator experienced failures during some procedures and is currently operating intermittently. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01747, 9610617-2025-01748.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: investigation 201071234, 201071235 and 201071236 please note: because these 3 notifications refer to one and the same serial number, the investigation is performed in one investigation. During technical investigation the following was found: power socket is damaged and the fuse of power socket has a wrong specification the tubing is yellowed, and there are drops visible inside the tubes the control unit, see figure 3, and the pressure regulator is dirty inside error message 321, 324 and 325 on the device or in the log file old software version. Software update required. Old sensor interface board and filter board is build in the device. The device run 4318 working hours by 1903 startups. The issue described by customer could not be confirmed during investigation. However, the issues investigated can cause intermittent operating failures, which did not occur during the inspection. Further, the documented error codes in the log files could also cause intermittent operation. Those error codes correspond to the pressure and flow sensors and its setting. This setting can be disturbed by wear also. The overall cause can therefore be attributed to wear. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. Appropriate warnings for correct handling and product testing as well as what to do in cas of failure are included in the corresponding instruction for use. The event is filed under internal karl storz complaint ID: the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing site as documented in section d9. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).